Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions found at 40.5cm-41.0cm and 43.0cm-43.7cm from the tip electrode, consistent with lead friction to the ICD. Internal insulation abrasions noted at 8.3-9.2cm and 10.2-11.1cm from the tip electrode. Internal insulation abrasion under the svc shock coil was noted at 22.2-24.5cm from the tip electrode. The etfe coating was intact. Internal insulation abrasion under the svc shock coil was noted at 26.5-27.8cm from the tip electrode. The etfe coating of the svc conductors was abraded. (B)(4). No complaint received.